Event description:
The customer alleges that the rusch dispoled laryngoscope handle did not function after removing from the package (pre-test).

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.